Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring at 2351 ohms on this left ventricular (lv) lead. Technical services (ts) discussed that all device vectors were checked and stated that 8 vectors were greater than 2000 ohms with the highest at 2351 ohms. Boston scientific representative stated there was no noise observed and threshold values were stable. Ts recommended to have verify the lead integrity before proceeding with magnetic resonance imaging (MRI). This lv lead remains in service. No adverse patient effects were reported.